Event description:
Attempted to use omron gentle temp ear thermometer. The instrument went through series of checks and eventually registered with battery picture in upper right-hand corner of screen. The instrument would not register ready. Child was being seen in home of caregiver and no back-up thermometer was available. Mother had previously reported signs and symptoms of illness. Child was afebrile but a subnormal temperature would have been clinically significant of illness, but unable to determine. Md notified of status.